Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. Correction bolus via pump was administered to address bg. Customer declined to complete troubleshooting with tandem technical support and declined to provide further information.